Event description:
It was reported to boston scientific corporation that while unpacking, it was noticed that the expiration date indicated on the outside box of the percuflex plus ureteral stent kit was march 31, 2015. However, the expiration dates indicated on the individual component labels, inside the box, state the expiration dates are january 2015 for the stent component, february 2015 for the guidewire component and february 2016 for the catheter component. The percuflex plus ureteral stent is from lot # 1493711. The catheter is from lot # 1504919, and the zipwire guidewire is from lot # 10093908. No patient was involved as the issue was discovered during delivery of the product, prior to being placed into hospital inventory.

Manufacturer narrative:
Correction: the previously reported lot number 1493711 should be 14937107 for the stent component of the kit. Analysis of the returned percuflex plus ureteral stent kit revealed that the expiration date on the label of the kit does not match the labeling on the internal components. The individual components inside the kit were adequately identified. The incorrect expiration date was related to the label found on the kit. An investigation has been opened to address this issue.

Event description:
It was reported to boston scientific corporation that while unpacking, it was noticed that the expiration date indicated on the outside box of the percuflex plus ureteral stent kit was march 31, 2015. However, the expiration dates indicated on the individual component labels, inside the box, state the expiration dates are january 2015 for the stent component, february 2015 for the guidewire component and february 2016 for the catheter component. The percuflex plus ureteral stent is from lot # 1493711. The catheter is from lot # 1504919, and the zipwire guidewire is from lot # 10093908. No patient was involved as the issue was discovered during delivery of the product, prior to being placed into hospital inventory.